Manufacturer narrative:
(B)(4). The patient was retrained on proper aseptic technique. This report of a use error-breach in aseptic technique and was confirmed because the nurse reported a break in aseptic technique by the patient described as they made a mistake. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The root cause was undetermined.

Event description:
This report was received from (B)(4) and is a spontaneous report by a baxter-employed nurse from (B)(6) of constipation, loose motion frequently break in aseptic technique and peritonitis coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd 2 ultrabag (dose, frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). The action taken with dianeal therapy was reported to be ongoing. On an unreported date, the patient experienced constipation, loose motion frequently, break in aseptic technique (reported as patient made a mistake). On (B)(6) 2012 the patient experienced peritonitis and was hospitalized on the same day. The cause of peritonitis was reported to be the break in aseptic technique. On an unreported date, the patient began remedial therapy with an injection of vancomycin (dose and frequency not reported) ip, injection of ceftazidime (dose, and frequency not reported) and an injection of heparin (dose, frequency not reported). Outcome for the event of peritonitis was unknown. The patient was re-trained on proper aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A follow-up report will be submitted if additional information becomes available.